Event description:
It was reported that during an laparoscopy-assisted colectomy procedure, the gasket was damaged when a camera was inserted through the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.